Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands were moved from their position and overlapped. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the bands were overlapped. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the bands were overlapped, which indicates the inability of the device to deploy the bands. It is most likely the problem could be related to possibility that during the procedure the knots that hold the sutures of the bands in the ligating unit untangled from it or one of the teeth in the ligating unit was damaged, affecting the sutures, causing the bands to not deploy properly because the bands passed under the other rubber bands, leading to the reported event. However, due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported issue cannot be established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During preparation outside the patient, when they removed the ligator shrink wrap, it was noticed that some bands were stuck in an improper way. The device was removed, and the bands were all deployed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.